Event description:
It was reported by the patient that the patient's device reached elective replacement indicator [eri] and the patient subsequently went into heart failure. Multiple attempts to contact the patient's physician to gather additional information were unsuccessful. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.